Event description:
Crawford needle was placed and c-arm placement was established. Arthrocare wand was passed through the needle and the tip of the wand broke off into center of disc space. This was examined through c-arm imaging by the surgeon. Nucleoplasty was not performed. The tip of the wand was left in place per surgeon.